Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a coronary sinus dissection occurred during implant of the left ventricular (lv) lead. The lead was removed and not replaced. No further patient complications have been reported as a result of this event.